Event description:
Additional information received identified the issue has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not use/charge the ipg for few months. Consequently, the ipg lost communication with the charger. A replacement charger was unable to resolve the issue. Subsequently, surgical intervention was undertaken wherein the ipg was explanted and replaced with another model.